Manufacturer narrative:
The following devices were also listed in this report: artisan cemented bone plug; cat# 6215-5-021; lot# cpppl12b. Triathlon total stabilizer femoral component; cat# 5512-f-701; lot# kthr. Triathlon total knee cemented stem; cat# 5560-s-215; lot# 0033957k. Triathlon femoral distal augment - left; cat# 5542-a-701; lot# itxo. Triathlon femoral distal augment - left; cat# 5542-a-701; lot# jtrs. Triathlon femoral posterior augment; cat# 5544-a-700; lot# jrjh. Triathlon femoral posterior augment; cat# 5544-a-700; lot# gfzt. Triathlon total knee universal tibial baseplate; cat# 5521-b-700; lot# tbhv. Triathlon total knee cemented stem; cat# 5560-s-215; lot# 0033956a. Artisan cemented bone plug; cat# 6215-5-011; lot# cppre09be. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised (B)(6) 2017 (revision 2). Surgeon reported to rep that patient experiences chronic instability as a result of being morbidly obese.